Manufacturer narrative:
Zimmer biomet (B)(4). Country of event occur: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Evaluation of the product stated, "product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, due to the inserter likely wasn¿t completed seated within the shell/cup before seating causing threads to deform resulting the implant being stuck to inserter, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure." DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to misuse. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The shell inserter could not be removed from the shell. After seating the cup, surgeon tried to remove the inserter from the cup in situ, which proved impossible. After several attempts to remove the inserter, the cup was removed and it was tried to loosen it on the operating table for approximately 10 minutes. It was then deemed necessary for someone to be sent to nearby hospital to obtain new instruments and a replacement cup and this was used to finish the procedure.